Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via e-mail that an ar-3636 knotless 1.8 fibertaks suture snapped. This occurred during a labral repair on (b0(6) 2024 where the anchor was seated and the repair stitch was passed through the knotless mechanism upon final tensioning the suture snapped and was unable to be tightened. They had to implant another anchor next to it and that anchor worked.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.